Manufacturer narrative:
The device with the multifunction cable and paddles were put through extensive testing including bench handling, impedance testing, defibrillation cycling and environmental chamber testing without duplicating the report. However, the customer's report was observed during review of device data logs and attributed to poor coupling. The device was recertified and returned to the customer. The device log indicated that the paddle shocks were followed by a poor pad contact message, due to the detection of an impedance that exceeded the threshold. The customer stated that the electrolyte gel was not used during this event. According to the r series operator guide, an adequate amount of electrolyte gel must be applied to the paddles and a force must be applied to each paddle to minimize the impedance. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed a "poor pad contact" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.